Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There was no evidence to suggest that the device malfunctioned.

Event description:
Upon impacting the tibial insert, the anterior locking mechanism bent forward and partially fractured.